Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. There was a fragment from the previous screw left during the revision. It is unknown if this contributed to the pain and amputation. Legal indicates that the surgeon failed to provide appropriate and timely medical care for the patient. Legal further indicated that the surgeon did not follow appropriate surgical technique that is provided within instructions and literature. We do not have evidence to point to this as a root cause. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported the patient underwent a right interphalangeal joint fusion on the right hand approximately 2 years ago. Subsequently, the patient was revised due pain and suspected infection. Further, a surgical resection was performed approximately 19 months post implantation due to continued pain with stiffness and skin discoloration. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.